Event description:
Earlier this week, the pt woke up and tested their blood glucose in the morning and received a 52 mg/dl. Pt drank some orange juice and ate breakfast. At lunch, pt tested their blood glucose and received a 114 mg/dl and counted carbs. At 5:30 pm, pt tried to test their blood glucose and the meter froze on a previous blood glucose result and the pt was unable to test blood glucose. Pt did not experience any symptoms at the time. At 7:00 pm, pt "smelled ketones" and started to panic. Pt waited 20 minutes and then contacted the paramedics. Pt did not try to test their blood glucose, since pt knew the meter was not working. Paramedics's arrived shortly after and tested pt's blood glucose and the readings were in the 400's . Pt was treated with insulin and taken to the ER, where pt was there for 4.5 hours. Pt does not recall the reading prior of being discharged from the hosp. Pt mentioned that a normal reading for the pt is usually in the 200's range. This was the first time pt's reading was in the 400's. Customer service was able to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, the issue with the meter was not resolved. The pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury, pt did not test their blood glucose when pt experienced symptoms. Pt also experienced symptoms prior to testing on the paramedic's meter.